Manufacturer narrative:
The device was not returned for investigation. From the complainant report, a manta 18f was deployed, following deployment of the toggle the device completely pulled out of the vessel. A second device was deployed with no complication and closure was successful. Due to lack of information available for investigation, the root cause cannot be determined. The IFU was reviewed and lists failed hemostasis and access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Risk documentation was reviewed and this is a known risk of the device. The document history was reviewed, and no non-conformities related to this event were found. Based on the information reviewed there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review the device history record and risk documentation for this incident. The device from the incident is not available for inspection.

Event description:
It was reported that a tavi was performed on (B)(6) 2019. Manta 18f vascular closure device was used for closure and following deployment of the toggle the device was said to completely pull out of the vessel. A second manta 18f was used with no complication, and closure was reported to be successful. It was reported that there was no consequence to the patient.